Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the anti-siphon valve of an extension set during a saline flush. A small crack was observed at the luer lock connection; there was no patient harm.

Manufacturer narrative:
Correction on initial report: disregard file because it is a duplicate to manufacturer report number: 9616066-2016-01521